Event description:
The dr was irrigating and the cut tone was heard from the esu. The cut mode turned on without activating the unit. As the dr was removing the unit out of the trocar, the cut mode turned itself off and then the coag mode came on without activation.